Manufacturer narrative:
Bd received samples and photos from the customer facility forinvestigation. The samples and photos were evaluated andthe customer¿s indicated failure mode for 79265 with theincident lot was observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had an additive abnormality.